Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 255 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was in 288-386 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.